Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) parts are deteriorated and near expiration. There was no harm reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) found that the machine displayed iab require maintenance and safety disk warnings and replacement is due. Informed the customer that the safety disk was due for replacement. Iab require maintenance fixed it by calibrating the pressure drive and vacuum drive and found that the vacuum value exceeded the specified range. Fixed it by adjusting the vacuum drive settings to be within the specified criteria. Calibrate passed and test the machine to be usable. Safety disk and battery quotation will be send later.